Event description:
Reporter stated that pt's device had no power one morning (no errors were generated by device) -- device had been working ok prior. Pt experienced high blood glucose (300 mg/dl) on the morning that the device was discovered to have no power. Pt is now using insulin injections. No medical treatment was received.